Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected battery power loss noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose value and had not used her insulin pump in the 3 weeks following the incident. Customer's blood glucose value was 202mg/dl. The customer had suffered from a heart attack as well. She mentioned that she had changed her device settings on her own. However, the customer did not remember any details regarding their hospitalization. The customer mentioned that the device had an unexpected battery power loss. The insulin pump was able to rewind and pass the self-test. No further troubleshooting occurred. The insulin pump will be returned for analysis.